Manufacturer narrative:
E1. Phone number continued: (B)(6). E1. Fax number continued: (B)(6). Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture, product discolored.

Event description:
Healthcare professional reported through regulatory agency "silicone leakage found during surgery, deflation found during surgery, wrinkling, rippling, rotation and color change found during surgery". This record is for the left side. Device was explanted.